Event description:
It was reported that computed tomography (CT) scans were concerning for pump thrombosis. The patient also had a driveline fracture that did not resolve after a repair. Their lactate dehydrogenase (ldh) was elevated. The patient was to undergo a pump exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's report number for driveline repair: 2916596-2018-04748. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a computed tomography angiogram (cta) indicated a non-occlusive thrombus within the outflow graft of the device. The patient underwent pump exchange on 23aug2022 and was stable post-op.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of driveline confirmed a compromised wire that could have contributed to the reported events. The report of suspected thrombus in the outflow graft was not confirmed through this evaluation. The pump, (B)(6), was returned assembled with the driveline severed approximately 14 inches from the nipple housing. Approximately 26 inches of the distal portion of the driveline was returned with the pump. A distal end driveline repair was noted between approximately 13.5-16.5 inches from the controller connector. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were returned attached to their respective pump ports. The sealed outflow graft conduit was returned with approximately 4.5 inches of graft material. Approximately 3.5 inches of the bend relief was returned attached to the outflow graft hardware. The lumen of the graft attachment revealed no deposition or thrombus formations. The lumen of the graft conduit revealed no adhered depositions or thrombus formations. Electrical continuity testing was performed on both portions of the returned driveline. All wires were found to be electrically intact, and no wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Fraying and more severe breakdown were observed in the metal braided shield of the pump end driveline adjacent to the nipple housing, and approximately 9-10 inches from the nipple. Fraying and more severe breakdown were also observed adjacent to the controller connector on the distal end of the driveline. The bionate cover and metal braided shield layers were carefully removed to further examine the underlying wires. Visual inspection of the wires under a microscope did not reveal breaches in any of the wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed a breach in the green wire of the pump end of the driveline approximately 9.5 inches from the nipple housing. High potential testing also revealed a pin hole breach in the green wires insultation approximately 1.5 inches from the nipple housing of the pump end of the driveline. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. All other wires did not reveal any areas of current leakage in the insulation if the exposed conductors of the green wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in low speed and pump stop events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The hmii IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook also address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.